Event description:
During evaluation of a returned spectrum infusion pump, the device experienced an improper shutdown on battery mode. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had an improper shutdown. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was performed and revealed multiple events of "improper shutdown!". The history log also revealed that the customer experienced multiple "battery alert! Not charging" messages. An "improper shutdown!" Message will appear at power up after all power to the pump is lost and the user did not press the off key. The cause was identified to be a depressed battery pins on the rear case as a result of fluid residue on the pins. The battery pins requires cleaning to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.